Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case (batter tube), battery tube threads - cracked, label damage (faded serial number label), corroded battery tube and cracked retainer. Cosmetic damage was confirmed at cracked case (battery tube).

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back of the rail. Customer stated that there was no damage to retainer ring. Troubleshooting was performed. Customer stated that insulin pump had neither been dropped nor bumped. No harm requiring medical intervention was reported. The device was returned for analysis.